Event description:
It was reported that 4 bd alaris smartsite texium secondary set experienced tubing separated from connector and leaked. The following information was provided by the initial reporter: we¿d like to notify you that there is a product issue with the bd secondary set 10013364t, lot# (01)10885403198915. Yesterday in the in-patient unit- while chemo was hanging- the secondary tubing detached from the bottom of the drip chamber, which caused a chemo spill.

Manufacturer narrative:
Investigation summary: no product ( mat # 10013364t) was returned by the customer. Photos representation was provided for the complaint. It was reported by customer that the secondary tubing detached from the bottom of the drip chamber, which caused a chemo spill . The photos could not verify the complaint. The root cause cannot be determined without the physical sample for investigation. A device history record review could not be performed because a lot number was not provided by the customer. The root cause of this complaint could not be definitively determined as no sample received.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, nj was used as a place holder.

Event description:
It was reported that 4 bd alaris smartsite texium secondary set experienced tubing separated from connector and leaked. The following information was provided by the initial reporter: we¿d like to notify you that there is a product issue with the bd secondary set 10013364t, lot# (01)10885403198915. Yesterday in the in-patient unit- while chemo was hanging- the secondary tubing dethatched from the bottom of the drip chamber, which caused a chemo spill.